Manufacturer narrative:
Section h6 evaluation code result additional code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator had smoke coming out of the back of the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator had smoke coming out of the back of the ventilator. The device was available for evaluation. A review of the ventilator logs showed that the device entered into loss of ventilation lov) at the time of the reported event. The service personnel (sp) inspected the ventilator, opened the gui assembly and found that the capacitor c173 on the user interface (ui) printed circuit board assembly (pcba) was thermally damaged and affected the breath delivery (bd) power distribution pcba/bd power controller pcba. So, sp replaced the ui pcba, bd power distribution pcba/bd power controller pcba. During troubleshooting the batteries and a power distribution pcba/bd power controller pcba were damaged due to the fault on the ui pcba. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the smoke event was isolated in the field to a faulty capacitor c173 on the ui pcba, which damaged the bd power distribution pcba/bd power controller pcba and the batteries. Further action is not required, the event is included in the trending and monitoring plan. Although a cause was not determined, potential contributing factors to the reported power failure include intermittent connection to hospital wall power or intermittent hospital power resulting in conflicting information regarding the power source (alternating current (ac) or battery) and/or a potential fault in the bd power distribution pcba and/or bd power controller pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 updated due to part return h3 device evaluation summary: was updated to to analysis of returned parts medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator had smoke coming out of the back of the ventilator. The device was available for evaluation. A review of the ventilator logs showed that the device entered into loss of ventilation lov) at the time of the reported event. The service personnel (sp) inspected the ventilator, traced the reported burning smell to the breath delivery (bd) power distribution/power controller pcba and replaced it. However, during further troubleshooting when the unit was plugged into alternating current (ac) power the batteries failed to charged. Sp opened the gui assembly and discovered that capacitor c173 on the user interface (ui) pcba had overheated, which damaged the ui pcba, the previously replaced bd power distribution/power controller pcba, and the batteries. So, sp replaced "the" bd power distribution/power controller pcba again as well as batteries and ui pcba. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The batteries were not returned to medtronic for analysis. One ui pcba was returned to medtronic for analysis. A visual inspection of the returned ui pcba found thermal damage to the capacitor c173 and it was blown confirming the ui pcba to be faulty two bd power distribution pcba's were returned to medtronic for analysis. A visual inspection of the returned bd power distribution pcba's showed resistor r6 was thermally damaged. Each returned bd power distribution pcba was attached to failure investigation test ventilator for analysis. Each time, the unit powered up normally and after removing alternating current (ac) power cord, ventilator failed to switch to battery. Analysis determined both returned bd power distribution pcba's were faulty. Two bd power controller pcba's were returned to medtronic for analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The cause of the reported smoke and lov was isolated to a faulty capacitor c173 on the ui pcba, which damaged the resistor r6 on the bd power distribution pcba and affected the batteries. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.